Event description:
It was reported that the ht70 ventilator mixer was leaking from inside. There was no patient involvement. The service engineer (se) verified the reported issue. The se found the valve stem not sealing properly had allowed pressure to build. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.